Event description:
It was reported that at 50 joules of use during a prostate procedure, the surgical fiber went to stand by mode and would not fire (no errors on laser). It was reported that there were no extra fibers available and that the case was completed using another procedure. The outcome of the pt was reported as ok, no harm to the pt. Additionally, it was reported that the surgical fiber was discarded and will not be returned to the manufacturer.